Event description:
It was reported by the affiliate that the sales rep called the international service ctr to check the handpiece. The handpiece has cracked housing and loose mount: hp doesn't pass functional test sequence (point 1 of step I of procedure sb 04-017). The hp is available and will be returned for evaluation. There was no reported pt consequence.